Manufacturer narrative:
Device not explanted. Tavi performed.

Event description:
The manufacturer was made aware of a tavi viv implantation of an edwards size 23 valve inside a pre-existing perceval valve. No further information was received.

Manufacturer narrative:
The manufacturer made several attempts to acquire additional information but was unable to retrieve any additional data regarding the event or device involved. Because there is no additional information, the device is not available, and the serial number is not known, no further investigations can be performed at this time and the root cause cannot be established. If additional information is received regarding the event the manufacturer will reassess the case.